Event description:
It was reported that the catheter was broken. A direxion microcatheter was selected for use on the liver. During the procedure, it was noted that the catheter was broken. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device shaft was microscopically analyzed for any damage. The device showed 1 fracture located 7.2cm from the hub. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. No other issues were identified during the product analysis.

Event description:
It was reported that the catheter was broken. A direxion microcatheter was selected for use on the liver. During the procedure, it was noted that the catheter was broken. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.